Event description:
A mitek rep called and reported that some time post op of an acl reconstruction a patient, for whatever reason, was reexamined by a different care giver and facility. An x-ray revealed the possibility of what they believe is some osteolysis around what they believe is a phantom screw. The caller hung up before giving their name and this is all of the detail that pt could give is suppose to call back with clarity.